Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the harvester noticed that the jaws of the hemopro tissue welder were misaligned. He took out the device from the leg and noticed the jaws were "broken.' A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery of (B) (6) 2010, for investigation. A visual inspection revealed that the cold jaw was loose and the casing was bowed out. The device passed the pre-cautery test, with steam generated during several device actuations. Based upon the visual observation of the loose jaw, the complaint is confirmed. The exact root cause of the reported failure mode has not been determined. A device lot history review was performed, and there were no non-conformities that could have contributed to this failure mode. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted if additional information is obtained. (B) (4)